Event description:
It was reported that the user experienced elevated blood glucose after running low on insulin and subsequently refilling the ilet, and customer care assisted with rewinding the ilet piston and cartridge change with successful resolution. Symptoms included hyperglycemia with a reported peak of 200 mg/dl for a few hours without ketone testing and without acute clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and user education regarding cartridge handling and pump operation. Investigation of this case revealed no device malfunction reported and normal device function after the cartridge change. It was concluded that the event was due to hyperglycemia with cause unclear and that the device operated as expected following user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.